Manufacturer narrative:
The zoll console in complaint was returned to zoll on (B)(4) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm (intravenous temperature management) system (s/n (B)(4)) was being prepared for patient use; however, during a self-test of the device, the console displayed an error message of tcmid: 06 (ce post failure). The use of this device was aborted and another ivtm (type unknown) was used on the patient. There was no patient sequelae reported. No additional information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned console showed that the cold well cap, pan drip, seal rocker switch, pivot and handle screws and pin dowel of top cord hook were missing. The thermogard console is a reusable device and was manufactured on 09/29/2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. The review of the event log showed eight (8) tcmid: 06 (cooling engine (ce) post failure messages on the date of the event. The console failed the functional testing. Further testing showed that the cooling engine was defective causing the console to display tcmid 6 error message. In summary, the reported complaint of thermogard displaying error message tcmid: 06 was confirmed during event log review and functional testing and was attributed to a defective cooling engine. After the cooling engine and damaged parts were replaced, the console passed all functional and electrical testing criteria.